Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited a pause on telemetry and the patient's right ventricular (rv) lead was oversensing. An x-ray confirmed the rv lead had not dislodged. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.